Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, mild to moderate paravalvular leak (pvl) was noted. A balloon aortic valvuloplasty (bav) was performed which reduced the pvl to trace. As the balloon was being retrieved, it became caught on an outflow strut and dislodged the valve from the annulus. A second transcatheter bioprosthetic valve was successfully implanted. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.